Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to an infection at implant site. Re-implantation is planned but has not taken place at the time of this report april 18, 2016.

Manufacturer narrative:
This report is filed may 24, 2016.